Manufacturer narrative:
(B)(4). (B)(6). The device is reportedly available to be returned for analysis. However, the device has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during retraction of the wire out of the vessel, the tip broke but did not detach. The tip was still hanging on a thread of the wire and could only be retrieved in total together with the sheath. There were no negative consequences for the patient reported. The target vessel was the anterior superficial femoral artery (sfa). The vessel condition was normally calcified. Patient is fine. No further information is available.